Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Event description:
As reported, it was a case of a 29mm sapien 3 transcatheter heart valve, in aortic position by transfemoral approach. At the end of the procedure, when removing the esheath with the dilator, it was noticed that the tip of the esheath had torn. Patient was later discharged with no significant vascular adverse event. As per medical opinion, it was due to the patient's diffuse distribution of intravascular calcium.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: distal tip is torn radially along the distal end of the liner. Stretching observed along tear. The torn piece remains attached to the rest of the sheath by a strand. Liner is expanded as designed the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed per evaluation of the returned imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''at the end of the procedure, when removing the introducer with the dilator, it was noticed that the tip of it had torn almost completely and, when handling, the small piece of the tip came off completely.'' Per evaluation of the returned imagery, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, it was reported that the ''patient had very good accesses, but very calcified''. Sharp calcified nodules can weaken the sheath during sheath insertion, scratching the shaft. Furthermore, calcification can create a constrained effect on the esheath increasing friction between the crimped valve and weakened sheath distal tip, leading to distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated and to address the issue, a corrective action preventative action (CAPA) was previously initiated to drive corrective actions. After the corrective action, the complaint occurrence rate did not exceed the control limit. In addition, there was no confirmed manufacturing nonconformance identified during evaluation.